Event description:
The manufacturer received information alleging a ventilator's pressure bar was not displayed. The device was not in pt use. The device has not been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.